Event description:
Caller reports the pt tested hi (greater than 600 mg/dl), 307 mg/dl, and 479 mg/dl on the inform system while a comparison lab drawn within 10 minutes returned as 131 mg/dl. No action taken on device results. No adverse event reported. Requested return of the suspect system and replacement was sent.